Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 500 mg/dl. Assistance was required from customer's daughter, who administered a manual insulin injection to address elevated blood glucose. Reportedly, customer resumed insulin delivery successfully.